Event description:
The patient was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of pain medication for malignant pain of the spine and back. In 1999, the pump and catheter were returned to the manufacturer for analysis after explantation. The hcp stated an x-ray rotor study showed the pump rotor was not functioning. The hcp stated the catheter showed signs of kinking as well. The hcp has not returned calls from the manufacturer to obtain follow up information on the patient, including the patient's physiological response to the pump stopping.